Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of fecal incontinence and gastrointestinal/pelvic floor. The patient reported that sometimes the stimulation would hurt when they lay down. The patient also reported that they were still having sudden diarrhea. It was reported that the patient could not feel stimulation on programs 2/3/4 at 8.5v. The patient felt the stimulation was a bit too high when it was set to 7.8v on program 3. The patient noted that they had falls ¿all the time¿ and the patient¿s healthcare provider took x-rays to determine of the system had moved at all.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.